Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that post 7.5 mm supera stent implantation in a t-branch trunk of the moderately calcified, non-tortuous, de novo unspecified vessel, the angiographic image showed a radiopaque ring in the distal end of the stent. The stent may not have been fully apposed to the vessel wall. Over post-dilatation of the stent was suspected. The physician was happy with the result. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The stent remains in the vessel; the delivery system was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.